Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. Review of the device history record identified no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the skin was catching inside the mesher. There was no medical or surgical intervention. There was a 15-minute surgical delay. No impact on the patient. No other device needed to complete surgery. Surgical technique was utilized. No additional skin graft was needed. Due diligence is complete. No further information is available. No adverse events were reported as a result of this malfunction.